Manufacturer narrative:
(B)(4); off-label, unapproved or contraindicated use (neck length <(><<)> 10 mm, neck angulation > 90 degrees).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The physician implanted another manufacturer's stent to better open the existing bifurcation, then implanted a 36mm cuff. The patient's left kidney was only at 20 percent; therefore, the physician elected to cover it and not do a bypass. No endoleaks were noted at the end of the procedure and the patient is doing fine.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm. The neck was <(><<)> 10 mm in length. It was reported that the physician implanted the stent graft system. The patient had a very low left renal artery, which caused the physician to place the graft to cover the left renal. A chimney stent was placed to perfuse the left renal artery. Approximately 20 months after the index procedure, during routine follow up, a type I endoleak was seen that runs along the chimney stent. The physician believes the endoleak is due to the chimney, and was not present after the index procedure. The patient was asymptomatic. No additional clinical sequelae were reported and the patient is being referred to another physician for a coil embolization of the endoleak. A review of returned pre-implant cta¿s revealed that the proximal neck was severely angulated approximately 90 degrees and calcified. The take-off of the left renal was approximately 2cm below the right renal artery takeoff. The maximum aaa diameter measured 5.7cm. The iliac arteries were severely tortuous and calcified bilaterally. CT's from 1-½ years post-implant showed that the bifurcate was positioned within the angulated neck, just below the highest right renal artery. The ipsilateral limb was placed into the right iliac, and the contralateral limb into the left iliac. A renal stent is seen chimney¿d from the origin of the left renal, wrapping around the bifurcate aortic body, and extending to the proximal graft margin. There is a proximal type I endoleak, likely caused by the chimney and the angulated/calcified proximal neck.